Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the they were trying to rewind while the reservoir was in the insulin pump. Explained that this may have caused the motor error alarm. The customer was unable to clear the alarm. Advised customer that a replacement insulin pump would be sent. Nothing further reported.